Manufacturer narrative:
Product #6613 contains two (2) suction oral swabs; both were returned. Examination of the non-affected suction oral swab revealed a fully intact suction oral swab with blue adaptor port. The blue adaptor port was oriented in the correct position, resulting in a correct weld. The drill hole in the foam was intact and did not display any signs of damage or stress. This indicated that the drill was positioned correctly and operating correctly. Examination of the affected product revealed that the swab head was disengaged from the straw, and part of the foam was still attached to the straw at the swab head. Examination revealed that the straw broke at the drill hole inside the foam head. Examination of the broken swab head revealed that the blue suction port on the proximal end of the swab was incorrectly positioned and was damaged due to ultrasonic welding. Product #6613, lot# 49609 was packaged using suction oral swabs manufactured from suction oral swab lot# 48523 and suction oral swab lot# 48449. Review of product history records for lot# 49609 revealed no extraordinary situation. All quality checks produced passing results, and all release criteria were consistent with product specification. Review of product history records for lot# 48523 disclosed three (3) in-process work orders that could have had an impact on the positioning of the blue adaptor port during production of lot# 48523. Although multiple work orders were issued, all quality checks produced passing results, and all release criteria were consistent with product specification. Review of product history records for lot# 48449 disclosed one (1) in-process work order that could have had an impact on the positioning of the blue adaptor port during production of lot# 48449. Although a work order was issued, all quality checks produced passing results, and all release criteria were consistent with product specification. It is possible, but rare, for the blue adaptor port to rotate slightly during assembly. This rotation could allow the blue adaptor port to be welded to the straw in an incorrect orientation. An incorrect orientation would prevent the straw from being fully inserted into the blue adaptor port. Consequently, the straw and swab head would be out of position as they travel down the line. This misalignment, in turn, would create the potential for the swab head to be damaged as it travels through the rest of the process. Such damage could lead to the damage reported. Customer complaints and non-conformance reports were reviewed for lots #49609, #48523, and #48449. There were no other reported incidents of this type associated with lots #49609, #48523, or #48449. Due to the lack of further incidents, this is considered to be an isolated incident that was addressed with the work orders performed during manufacturing. Consequently, no corrective action is required. The evaluation included the review of the reporter's statement, examination of the returned sample and associated equipment, interviewing of relevant personnel, and review of the product history records and manufacturing records. The investigation led sage products to conclude that the reported issue could be due to a rare component misalignment during the manufacturing operations.

Event description:
Report received of malfunction resulting in suction swab disengagement. The reporter provided the following information. On (B)(6) 2017, a nurse was providing oral care to an intubated male patient. The reporter stated no biting occurred and no excessive force was applied to the device. The green foam disengaged from the shaft of the suction swab. The nurse visualized the detached green foam and successfully removed the foam from the patients oral cavity with her fingers. No injury occurred as a result of the reported issue. Although requested, no additional information was available.